Event description:
A malfunction was reported by the customer, identified by a malfunction code of malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the process. After the reset, the malfunction code did not recur, and the customer was advised that they could continue using the pump. They were also instructed to contact support again if the issue returned, and the customer understood these instructions.